Event description:
Balloon to deploy taxus stent did not deflate when negative pressure was put on the indeflator. The balloon required re-inflation and then a very slow deflation before it would fully deflate.